Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported:2004- the patient underwent placement of a kugel mesh patch. In 2007- the patient underwent mesh removal surgery due to severe abdominal pain, extensive adhesions, nausea and a recurrent hernia.